Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mother reported via phone call that the insulin pump had a pump exposed to fluid, keypad is unresponsive and experienced low blood glucose level. The customer¿s blood glucose level was 65 mg/dl. Customer states pump had broke and keypad is unresponsive. Customer had jump into a pool. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Device received with scratched case, pillowing keypad overlay, cracked case behind the window at the corner of the belt clip rails, and minor scratched lcd window.